Manufacturer narrative:
(B)(4) - no code available for "failure to catch." Visual analysis of the returned capio device showed that the carrier was extended. However, the customer stated on (B)(6) 2010, that they are "not aware" of the carrier failing to retract during the procedure; they only remember the cage failing to catch the needle. Mechanical tests performed on the returned device showed that the device was able to load, fire and catch a sample suture each of the three times that it was actuated. The reported event of the cage failing to catch the needle was not confirmed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that during a rectocele repair procedure using a capio open access suture capturing device, the capio device "continuously misfired." It was clarified on (B)(6) 2009, that the "misfire" issue was that the capio cage would not catch the needle. The procedure was completed with another capio open access suture capturing device without any complications to the patient, who is reportedly "fine" post-procedure.